Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said their current battery was needing to be replaced and they had a replacement scheduled for monday. They asked about the rechargeable ins since their current and last ins didn¿t last that long. They found that the ins was low about a week or two ago. Information was reviewed with the patient.